Event description:
Lumbar radiculopathy was also noted to be an indication for use of the patient's implanted device. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant product: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Information received from the patient via the manufacturer's representative reported that they were not getting the "tingling" where they needed it. The representative tried to reprogram the patient's implantable neurostimulator (ins) with no success. It was believed that the lead components had moved. The patient was scheduled for a surgical lead revision procedure on (B)(6) 2015. The patient status was reported as "alive - no injury." The indication for use of the implanted device was noted as spinal pain. If additional information is received, a follow up report will be sent.